Event description:
It was reported that the shunt was not draining well several days after surgery. The physician attempted to pump the valve to improve flow, but was not successful. The patient underwent a surgical revision to remove the valve.

Manufacturer narrative:
The device has not been returned to the manufacturer.